Event description:
The reporter indicated that he was having problems with his programming wand. Troubleshooting steps were performed and the site indicated that the wand's green power light would not illuminate while the red reset buttons were pressed simultaneously. The product was returned and is currently awaiting analysis.